Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced (B)(6) 2025. The patient was in stable condition throughout the procedure.